Event description:
Reportedly, the table rotational lock did not hold as the patient was being moved from gurney onto the table, resulting in the patient falling off the table. Reportedly, the patient was not injured. User also indicated that this was second time that a patient has fallen off the table, but user did not report the event at that time. Reportedly that patient was not injured.